Manufacturer narrative:
MFR's investigation is still underway. A follow-up report will be submitted if add'l info is found.

Event description:
It was reported that 2 emts were unloading a bariatric pt. Reportedly, the wheels would not lock. They moved the cot/jostled the wheels to get it to lock. It was reported that all weight went on one of the employees. Reportedly, the employee injured her back (lower lumbar strain). The employee had x-rays and medication and was told to rest. There was no pt injury.